Event description:
Information received indicates the beds right head siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the siderail would not latch properly. The technician replaced the siderail latch to repair the bed.